Manufacturer narrative:
(B)(4).

Event description:
It was reported that an advantage fit system was implanted on either (B)(6), 2009 or (B)(6), 2013.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.